Event description:
On (B)(6) 2021, the lay user/patient made a post on social media alleging that her unspecified onetouch meter read inaccurate. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that at an unspecified date and time, she obtained an alleged inaccurate blood glucose reading of ¿22.7 mmol/l¿ with the subject meter after eating half of a cheese sandwich on brown bread and skim milk. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management regimen as a result of the alleged issue. However, the patient reported that an unspecified time after the alleged issue occurred she felt ¿dizzy, fell down and hurt her head.¿ it was not reported if the patient received any treatment due to the alleged issue. No further information has been obtained from the patient. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.